Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine 25 mg/ml at 4.943 mg/day via an implantable pump for non-malignant pain. It was reported pump inversion occurred. When the provider attempted to fill the pump at examination on (B)(6) 2016, it was noted the pump was flipped and could not be manually flipped back. As intervention, the pump was manually flipped back and filled under fluoroscopy on (B)(6) 2016 via medical or non-surgical therapy. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. The outcome was noted as 'resolved without sequelae' as of (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.